Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported that her blood glucose was 500 mg/dl and she had high ketones. She treated with manual injection and her blood glucose was at 300 mg/dl at the time of reporting. The customer also received no delivery alarms. The customer's symptom was nausea in addition to ketones. Troubleshooting was performed. The drive support cap on the insulin pump appeared normal. The customer stated there was a one half inch bubble in the tubing. The customer stated the insulin did exit tubing during a manual prime and no leaks were found. The manual prime released the air bubble successfully. The settings and history were found to be correct. The customer could not perform the high pressure test as she did not have a tubing clamp. Upon removal of the infusion set, it was stated the cannula was bent and the site was sore or irritated over the last two months. The customer stated there was blood at the site and blood did squirt out during ... Continued in additional information.